Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and calibrated all of the transducers and adjusted the bimba cylinder to 100mmhg. The stm then verified operation, safety, and performance was to specification. No parts were replaced and the iabp was released back to the customer for clinical use.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) generated an autofill failure alarm. There was no patient harm or adverse event reported.